Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch wi-fi indicator would intermittently flash red. The system also had a wired foot switch attached, and the procedure was completed using the wired foot switch. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and found that the wireless foot switch was not working and instructed to use the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was red and the battery was green. Upon further inspection, the rse identified that the wireless footswitch had an electronic jam in the pedal. Based on the communication with the customer, the rse confirmed that the issue was with the foot pedal since the engineer will not be able to open the wfs anymore, due to waterproof issues as they used to solve electronic jam by resetting the wfs power. The philips engineer ordered a new wireless footswitch and the pictogram sheet. After the replacement of wireless footswitch and pictogram sheet, the system was returned to use in good working order. The codes were updated based on the investigation outcome.